Event description:
Caller reported that the cartridge did not fit properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed caller to inspect the pump and pneumatic tap area, finding no housing damage contributing to the issue. Caller was advised to place a case on the new pump and successfully insert the cartridge, continue the load process, and resume insulin delivery.